Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42mg/dl due to the serter not releasing. Customer also indicated that they had blood glucose of 168mg/dl. The customer did not indicate how the low blood glucose was treated. Troubleshooting advised customer on proper serter usage and indicated that they would provide a replacement serter. Customer declined low blood glucose troubleshooting as they will see their doctor shortly. No further details given.